Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122q, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt). Following the shock non-physiologic noise was seen on the right atrial (ra) lead and the device also exhibited oversensing on both the ra and right ventricular (rv) leads. High rate non-sustained tachycardia events triggered with no or limited display of the electrogram on the atrial or ventricular channels. It was also reported that an alert triggered for right atrial and right ventricular lead impedance readings of zero. The implantable cardioverter defibrillator (ICD) battery voltage was 1.75 volts and the device was at end of service (eos). Premature battery depletion was suspected. The patient presented to the emergency room and was admitted. Detections were turned off and the device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Several power on resets (por) occurred on (B)(6) 2014 which is after device was explanted. Analysis showed the device to have none of the reported symptoms and to function nominally. Foreign material was noted on the anode end of one of the capacitors. However, simulations were not able to show that a malfunctioning capacitor or shorting to the adjacent capacitor would cause the reported field symptoms. Additional foreign material was shown to exist on an engineering test point, but was not in contact with any other nodes. The capacitor was removed and was shown to have nominal values for capacitance and current drain. The stacked chip scales package (scsp) was inspected for anomalies. No copper anomalies or foreign material were observed. With the device performing nominally and the field failure symptoms not able to be established, analysis was terminated with the failure cause undetermined. The hybrid functioned nominally, and no hybrid related anomalies were found.

Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated vreg/vdd power on resets occurred. Multiple avdd/dvdd/i354 supply power on reset (por) 's occurred on (B)(6) 2014 which is after the noted explant date. No longevity test was performed because the save to disk file had no data to use due to the por's that occurred after explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.